Event description:
(B)(6).

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon closed the anvil on the trocar of the device and when dialing down, the head popped off of the trocar of the device. He was using hand assist and found the anvil and placed it on the device again and it popped off a second time. The surgeon used the hand assist to create the anastomosis and then observed a tear below the anastomosis. They had to convert to an open procedure to complete the anastomosis, repair the tear with suture and ensure the anastomosis was not leaking. This occurred at the very end of the procedure. The patient is stable. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Anvil not returned the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and the device was received fully loaded with staples. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.